Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01-dec-2022. H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 9050858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our facility has recieved 25 samples to aid in our investigation. Our engineers have inspected the devices and found them to b be unopened, and are of any observable non-conformances. Functional testing was also performed on the samples; the results of these tests further confirm that the devices performed within product specifications. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd pegasus yel 24ga x 0.75in prn-cap y the tubing was defective. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the emergency department reported that the extension tube was broken due to a small clip.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus yel 24ga x 0.75in prn-cap y the tubing was defective. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of the emergency department reported that the extension tube was broken due to a small clip.